Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient stated that when they went to turn the stimulator on they would get muscle spasms. The patient (pt) stated that they stopped using the stimulator until the surgical site was healed. The patient (pt) stated that this issue has been resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The reason for call was pt's recharger had been taking between 8-10 hours to charge the implanted neurostimulator(ins) since last week. Also, pt would be charging their ins and they got a thermometer on their recharger the last two times the pt charged after 1.5 hours of charging the ins. In addition, the caller had a frayed desktop charger (dtc) cord. A replacement dtc and recharger (insr) antenna were sent out. No symptoms were reported. Additional information was received. Patient continues to see the thermometer screen. Pt sent insr antenna, dtc and now trying recharger. Pt called back reporting he was sent insr antenna however still seeing the thermometer screen, pt wondered if the surgery he had has anything to do with this. Directed to hcp to have the ins checked. Pt states he had surgery to fuse his spine in t11-s1 and they moved the leads. Pt states the charging part of this is just taking so long. Pt states surgery was 7 months ago and 4 months after surgery didn't use stimulator as when was on had back spasms so was left off. Directed to hcp as well as sent request to repair for recharger to rule out equipment.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 37791, serial# unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.